Event description:
PICC [peripherally inserted central catheter] line placed c/b [complicated by] foreign body. CT chest read -"new curvilinear densities are identified within the right basal posterior subsegmental pulmonary artery (compared with CT dated [redacted]). These are nonspecific in appearance but may represent embolized foreign material or small fragment (e.g., catheter, wire, stent, embolization coil). Correlation with recent procedural history is recommended."